Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite, and confirmed that the collimator was closed, leaving only a small window to radiate. As a part of trouble shooting the detector movement system is checked, the motor controllers are reset, the rotational and dfi movements are verified. After, that system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there are no mechanical movements of the stand. A system reboot did not restart the system. The device was in clinical use. Patient harm is unknown. Philips has started an investigation of the complaint.